Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of chest discomfort. The right ventricular perforated the patient, the echocardiograph showed a pericardial effusion. A pericardiocentesis would be performed and the lead would be repositioned.